Event description:
The customer reported that the insulin pump was alarming button error. The caller continued pressing the activate button, but he was unable to clear the alarm. The customer mentioned being in the beach the day before and some water splashed on the device before the alarm. The blood glucose reading was 85mg/dl, but it was 255mg/dl at time of call because he had taken the wrong insulin the day before. The caller stated that there are two fine cracks in the battery cap threads. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.(B)(4)

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Traces of moisture were noted at the lcd board assembly. The unit was received with cracked case at display window corners and battery tube threads, and severely scratched display window.